Event description:
The report received from another country indicated a pt had a thrombotic event twenty-six months after implantation of three cypher stents. The procedure was elective and the targets lesions were in the proximal to the mid left anterior descending coronary artery (lad) and the proximal circumflex to the first obtuse marginal branch (cfx). The lesion in the lad was described as 2.3 x 75mm long, de novo with bifurcation and a type c classification. It was predilated, pressure unk, as three 2.5 x 28mm cypher stents were implanted at 15 atms each overlapping one another. Post dilatation was not conducted and the residual stenosis was zero. Timi flow was one before the procedure and three after the procedure. The cfx was described as 2.6 x 33.5mm long, de novo with bifurcation and a type c classification. Pre dilatation was conducted, pressure unk, two 2.5 x 18mm cypher stents were implanted at 15 atms each. Post dilatation was not conducted and the residual stenosis was zero. Timi flow was one before the procedure and three after the procedure. Pt was taken to the emergency room in shock and coronary angiogram revealed thrombosis in the cypher stents implanted in the cfx and restenosis of the cyphers in the lad. The thrombus was treated by balloon angioplasty. According to the presiding physician, may have occurred because the diameter of the vessel was too small, the lesion was too long and the pt was diabetic.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of five products involved in the same pt reported under manufacturing numbers 9616099-2008-01053, 9616099-2008-01054, 9616099-2008-01055, 9616099-2008-01056, and 9616099-2008-01057. Additional info will be submitted within thirty days upon receipt.